Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient had to have their scs system completely removed due to infection. The patient mentioned that the device didn¿t work and that the battery was completely dead. The patient reported that this was due to normal battery depletion. No further complications are anticipated.